Event description:
It was reported that during the implant procedure, the right ventricular lead needed to be repositioned and the lead got hung up in tissue. The physician felt that the helix was not retracting all the way. A new lead was used to completed the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).